Manufacturer narrative:
Sections d9 and h3 were updated. The meter was received for investigation. The meter display was inspected visually and a display check was performed. The display was clearly readable. The battery compartment was opened and corrosion due to liquid contamination was observed. Per product labeling, "do not let liquid accumulate near any opening. Make sure that no liquid enters the meter." The root cause of the event was found to be a user handling issue. No product problem was identified.

Event description:
There was an allegation of a display issue on a coaguchek xs meter. The customer stated that the meter display is faded and missing segments. They also alleged that they received a result of 1.2 inr, but they were not sure as the results were faded. The customer performed a display check and confirmed that there were missing segments in the number 8 on the display screen. The customer also changed the batteries on the meter and the screen was still faded.

Manufacturer narrative:
The meter was requested for investigation. The investigation is ongoing.